Event description:
Reporter alleged the customer was found unresponsive when a discrepant blood glucose result of 93 mg/dl was obtained on the advantage system compared back to back within 10 minutes of two results of 23 mg/dl on two different professional systems. Reporter stated the customer was given a dextrose IV and taken to the emergency room. No other actions were reported taken or treatment received for his diabetes. No adverse event reported in relation to the device. A request was made for the return of the suspect device and replacement product was sent.